Event description:
Healthcare professional reported via academic society meeting unknown side "baker class IV contracture was observed in one patient". The device status is unknown.

Manufacturer narrative:
Initial reporter - postal/zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.